Manufacturer narrative:
Following abutment's screw break and abutment break, a fragment of the screw and a fragment of the abutment remained blocked inside the implant. The practitioner tried to use the rescue kits, but he failed to remove the fragment of the abutment's screw. That is why, ultimately, the practitioner decided to remove the implant. The implant has been placed in 27 position on (B)(6) 2011 and has been explanted on (B)(6) 2020. Breakage may be the result of excessive force exerted on the prosthesis. We noticed that the practitioner didn't follow the manufacturer's instructions concerning the screwing torque of the abutment and he has reworked the abutment.

Event description:
Following abutment's screw break and abutment break, a fragment of the screw and a fragment of the abutment remained blocked inside the implant. The practitioner tried to use the rescue kits, but he failed to remove the fragment of the abutment's screw. That is why, ultimately, the practitioner decided to remove the implant.